Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 200sh16 tissue valve, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system upgrade the implantable pulse generator (ipg) exhibited undersensing and inappropriate pacing. The patient experienced complete heart block and a loss cardiac output which required chest compressions. The ipg was reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.